Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 110 (over voltage cleared no energy). The cause for the failure was isolated to the l2 inductor on the computer/analog pca. The l2 inductor was measuring open. The root cause for the defective l2 inductor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor displayed a service code 110 (over voltage cleared no energy).